Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid, 15 mg/ml concentration at 1mg/day via intrathecal drug delivery pump for malignant pain. It was reported the patient was implanted (B)(6) 2018. This was a cancer patient. The patient started experiencing nausea on (B)(6) 2018 and was taking zofran. The nausea worsened today so the hcp had the patient come to clinic today to bring his dose down. He would have liked to bring the patient to 0.5 mg/day but the programmer would not allow that and was inquiring as to why he could not program 0.5 mg/day at the 15 mg/ml concentration. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the cause of the nausea was overdose. Dose was reduced. Problem was resolved. No further complications were reported.